Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified an opening, crease flat, black particles, and a broken plug strap. Leak test was performed and found an opening on posterior. A microscopic analysis was performed which identified a sharp edge opening. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is: a sharp opening edge on posterior due to an unidentified (tear) opening. The reason for reoperation was reported to be due to deflation.

Event description:
Device has been explanted.